Event description:
It was reported that when the patient had a pump implanted the doctor had to clean up a mess from a prior surgery. It was noted that there were left over parts in the patient¿s stomach and back. It was noted that the patient did not know what metal parts but they stated that they were the manufacturer's metal parts. It was reported that the patient had metal floating in the spine.

Manufacturer narrative:
(B)(4).